Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-17276 and 1627487-2013-17277. The pt reported she has not used or charged her scs system in approx 5 to 8 months due to her caretaker (person who charged the scs ipg) passing away. The pt also reported she has not received effective stimulation since implant. Subsequently, the pt would like her scs system to be explanted; however, no course of action has been determined.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was including in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.